Event description:
It was reported that the insulin pump had a cracked case, near the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk, as well as cracks on the belt clip slot and battery tube threads. The unit also had a scratched display window.